Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose level on (B)(6) 2015 was 748 mg/dl with diabetic ketoacidosis, large ketone levels, nausea, and vomiting. It was reported the patient was hospitalized and treated with insulin via injection and intravenous fluids. It was reported the pump¿s time and date setting reset when the battery was removed for less than 24-hours. The reporter noted the patient remained on pump therapy and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was attributed to a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.